Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.2mmx3.0mm, eccentric, de-novo target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.5 6f non-bsc guide catheter was introduced. After a pt2 ls guidewire has crossed the lesion, predilation was performed with a 2.5x20mm balloon catheter resulting to 75% residual stenosis. Subsequently, a 3.0x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.